Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within days of implant of a leadless implantable pulse generator (ipg) there was a pacing problem, high/ increased thresholds and rising and increased impedance. The ipg was turned off and replaced. No patient complications have been reported as a result of this event.